Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. Customer returned two puendo3, one from batch number 0000181168, and one from batch number 0000181169. Using microscope visually checked tips. Instruments were broken as indicated in complaint. No manufacturing defects or markings were noted on instruments. Complaint does not indicate what power setting was being used at time of breakage. Recommended power settings for the puendo3 are a minimum setting of 1 and a maximum setting of 6. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage cannot be determined.

Event description:
In this event it was reported that three proultra endo tips #3 broke during use; no injury resulted.